Event description:
The customer reported an issue with his freestyle flash blood glucose meter which suggests that the memory overwrite malfunction has occurred. There was no report of death or serious injury. No third party medical intervention was required.

Manufacturer narrative:
The product has been requested for investigation. A f/u report will be submitted if the mer is returned. Customer and retailers have been informed through the letter.